Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 7:43am after the end user received higher than normal blood glucose readings from her prodigy diabetes meter. The end user was trembling and her blood glucose reading during the time of the medical event was 341 mg/dl. She was taken to the ER and upon arrival her blood glucose reading was 117 mg/dl. No treatment was administered while she was in the ER due to her blood glucose was within normal range. After 5 hours she was discharged with a glucose reading of 117 mg/dl and instructed to get plenty of rest. No additional details were provided in relations to this medical event.